Event description:
The pt reported 'no insulin is getting to me'. She stated that on (B)(6) 2012 she was very thirsty, not hungry, and had general symptoms of lack of insulin. She changed the insulin cartridge and primed the infusion set and later e4 (occlusion) error was displayed. She again changed the infusion set. On (B)(6) 2012 she was too ill to go to work. On (B)(6) 2012 she had no energy and had tightness in her chest and was very thirsty. She did not hear her infusion device working and switched to insulin injections. During troubleshooting, the pt changed the infusion and primed and no insulin was delivered and no error message was displayed. She removed the insulin cartridge and was able to retract and extend the piston rod. She programmed a 10 unit bolus and after 1.6 units of insulin was delivered the infusion device no longer made any sound but continued to count down the bolus. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in a supplemental report.